Manufacturer narrative:
The data logs have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported five discrepant neonatal bilirubin results on two rp 500 analyzers. The customer stated that they are not confident with either result and therefore can not determine the true result. There was no report of injury due to this event.

Manufacturer narrative:
Changed contact office's name, address and phone siemens has completed the investigation: based on the instrument log reviews, the root cause for the suspected nbili results generated on both rp 500 sn (B)(4) are unknown as there is no indication of a measurement cartridge issue, instrument malfunction, or any possible contamination. In addition, the co-oximetry functionality appears to be working as intended. The rp500 sn (B)(4) are performing as intended. It could be possible that pre-analytical factors may have attributed to the unexpected nbili result recoveries. These may include short sample volume, sample collection, sample handling, and proper mixing of the sample itself. In addition, it can be very challenging when collecting a patient's sample into a capillary and using the proper technique for mixing the capillary sample prior to analysis. With that said, it is imperative to test thb alongside with testing nbili as the thb value can provide vital information on how well the sample was mixed prior to sample analysis and could potentially influence nbili result recoveries.